Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly at follow up. The lead was capped and replaced successfully on (B)(6) 2016 during a pulse generator change out. The patient was in stable condition post procedure.